Event description:
It was reported to philips healthcare a power interruption message appeared on the heartstart mrx during opcheck and the unit excited the opcheck testing mode. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.